Manufacturer narrative:
A ge svc rep performed an onsite investigation. The joystick was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the joystick (remote user interface) did not work. There is no report of pt injury.